Manufacturer narrative:
Narayanan, chockalingam, et al. (2023). Management of gradual elevated shock impedance in endotak reliance ICD leads. Heart rhythm, vol 20, no 5s, may supplement 2023.

Event description:
It was reported per article of interest literature review that the authors had three cases of gradual low voltage sub-threshold measurement (lvsm) shock impedance rises greater than 130 ohms in patients with endotak reliance implantable cardioverter defibrillator (ICD) leads at their institution that subsequently had an open fault code at commanded true shock impedance (tsi) testing. No adverse patient effects were reported.